Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 575 mg/dl. The customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.